Event description:
Customer reported experiencing high blood glucose readings. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. A low reservoir alarm was noted in the history. Customer's blood glucose reading at the time of the call was 211 mg/dl and has treated with the insulin pump. Customer also mentioned that insulin was leaking from the reservoir compartment during the fill tubing process. It was noted that the leak was occurring from the o-rings. Self test was performed and passed. Customer declined any further assistance. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.